Event description:
It was reported that in a post-operative visit the patient complained of intense pain in his right neck and shoulder radiating to the elbow. The patient stated he developed this pain during the implant when he was jolted during testing. The patient could not utilize the implant stimulator to cover the pain in his right hand due to the pain in the shoulder and neck. The manufacturer's representative noted there was no complaint of jolting during or after implant. The patient was seen in recovery and did not complain of neck or shoulder discomfort at that time. The impedance measurements were within a normal range post-operatively. Additional information received reported that on 2011-(B)(6) the patient was seen and programming was attempted with the same results. The results included painful stimulation with low amplitudes (0.25) and pain in the right neck and shoulder radiating down to the elbow. The leads were evaluated under fluoroscopy and the right lead appeared to have migrated out of the epidural space. The patient was scheduled for a revision on 2011-(B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777 (B)(4) implanted: 2011-(B)(6) explanted: unk, lead model 3777 (B)(4) implanted: 2011-(B)(6) explanted: unk, recharger model 37752 (B)(4) implanted: na explanted: na, patient programmer model 37743 (B)(4) implanted: na explanted: na.

Event description:
Additional information. Revision surgery was performed during which the lead was relocated. The lead had shifted out of place and was causing the shoulder and arm pain. Following the revision, the patient was doing "very well." The pain had resolved and the patient's current stimulation was appropriate. No further issues.